Event description:
The customer reported that the pump's quick bolus and wake button were difficult to press and required multiple attempts to turn on the screen. Additionally, the pump screen remained dark and would not activate despite these efforts. The customer's blood glucose level did not experience any adverse impact. Technical support decided to replace the pump, instructing the customer to ensure the pump was not connected to a power source and to press the button firmly. When this did not work, the customer was advised to plug the pump into a working power source. The pump was under warranty, and the customer was informed to use multiple daily injections as a backup insulin therapy. Technical support confirmed the shipping address and guided the customer on returning the faulty pump using a prepaid label within ten days.